Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was not returned for evaluation. The investigation is inconclusive for the alleged fracture issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model 7711804, central venous catheter, alleged experienced fracture. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.